Manufacturer narrative:
Additional information : device manufactured between 05/09/2018 to 05/10/2018 the actual devices were not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing, no leaks were observed on any of the samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 1000 ml eva tpn bags were leaking from an unspecified location. The leaks were discovered during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.